Event description:
Healthcare professional reported left side rupture with silicone leak in the capsule confirmed by radiology. Later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture with silicone leak in the capsule confirmed by radiology. Later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the explanted device have been received; evaluation yet to begin. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture with silicone leak in the capsule confirmed by radiology. Later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22apr2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: no observed. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture with silicone leak in the capsule confirmed by radiology. Later reported capsular contracture, baker grade iii. The device has been explanted.